Manufacturer narrative:
This supplemental MDR has been created to retract the previously submitted MDR. The reported issue was due to a defective power outlet at the customer site, not the zoll device. Please refer to the updated section b5.

Event description:
Initially, the customer reported that during ivtm therapy, the thermogard xp ivtm system (sn (B)(6) powered off. The customer used a second thermogard console to continue the treatment. Upon follow-up, the customer provided additional information stating that the reported issue was caused by a defective power outlet at the customer site, not the zoll device. Therefore, this event is classified as a non-complaint.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (B)(6) powered off. The customer used a second thermogard console to continue the treatment. No further information was reported. The patient's status information was requested, but the customer did not provide a response.